Event description:
According to reporter, prior to pt usage, the product was noted to state ped rather than neo on the neck flange. No pt involvement was noted during the product check.

Manufacturer narrative:
Device eval: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.